Event description:
A critically ill patient in (B)(6) with liver failure and multiple complications was undergoing a dialysis treatment via a dolphin gam cath vascular access catheter. During treatment, the nurse observed an external blood leak from the connection at the catheter. The dialysis treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 200 ml. The date of the event is unknown therefore the date in this report is an estimated date. Reportedly, the patient died a few days later subsequently to the underlying medical condition.